Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wound repair, while closing laceration continued intradermal pattern, needle dropped off suture. Needed to knot off and then proceed to full closure. The animal's wound was healing.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of twenty-six devices. The visual inspection of the open samples noted one suture. The suture was observed to be detached from the needle; needle was not returned. The visual inspection and functional evaluation of the sealed samples had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.